Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) female patient had an exactech tha done approximately 9 years ago. By examination of the x-rays, it looks to be an exactech novation crown cup, gxl liner, element stem, unknown head. The patient came to surgeon presenting with medialization of the femoral head and components into the liner and cup. It is anticipated that there is abnormal polyethylene wear and possible osteolysis within and around the components due to this. The surgeon booked the patient for a tha revision of the acetabular cup, poly, and head. The surgeon removed the exactecg head, liner, and cup, used dbm bone graft, and then replaced the acetabular component with a g7 multihole zb cup with 4, 6.5mm screws, longevity highly cross-linked poly liner - neutral 40mm, and used an exactech biolox option adapter +3.5mm and a 40mm biolox option femoral head. There was no breakage to device. There was more than 45 min delay/prolongation. The patient was stable following the revision procedure. An x-ray is provided. A representative was not required to be at the surgery. The implants removed from the patient were discarded by the facility. Concomitant medical products: novation crown cup.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d6a, d10, g3, g4, g6, h2, h3, h4, h6 and h0 have been updated accordingly. Section d10: concomitant medical products: integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial# (B)(6)). 3.2mm drill bit 40mm 1pk (cat# 101-05-40 / serial# (B)(6)). Element-stem, collarless w/ha, std offset, sz 11 (cat# 164-01-11 / serial# (B)(6)). Cocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93 / serial# (B)(6)). (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, significant edge loading of the femoral head on the acetabular liner due to the anteversion of the acetabular cup. The most likely cause for the revision reported due to prosthesis wear and osteolysis is the risk factor including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). Section (h9): z-2112 thru 2133-2021.